Event description:
As reported, during an unknown procedure on (B)(6) 2022, when the surgeon tried to fixate a mesh into the cooper¿s ligament using the bard/davol optifix straight fixation device, the deployed fastener was broken. It was reported that the broken fastener was removed from the patient's body. There was no reported patient injury.

Manufacturer narrative:
The subject device along with the broken fasteners were returned for evaluation. Evaluation of the sample finds for bent guide wire and bent back up tabs at the cannula tip. The reported event of broken fasteners deploying is a known result of bent components at the distal tip of the device. The backup tabs on the device are found to be bent from applied forces when is use while attempting fixation into the cooper¿s ligament. No manufacturing anomalies found. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use supplied with the device adequately describes the proper technique for fastener delivery. The precautions section states "care should be taken not to use excessive counterpressure as this may damage the distal tip of the device as well as the mesh and/or tissue¿ and ¿insertion of fasteners is possible into some collagenous structures such as ligaments and tendons but is not possible directly into bone or cartilage. This may damage the device and result in compromised fixation strength.¿ sample evaluated.